Event description:
It was reported that the receiver initialized without a manual restart occurred on an unknown receiver. However, a receiver with a serial number of (B)(6) was returned for evaluation. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. ¿reboot receiver/error recovery¿ without ¿user¿ shutdown followed by ¿screen recoverable error alarm¿ was observed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).